Event description:
It was reported that the pt had elevated cobalt level of 18 and wanted the revision. Therefore, the surgeon revised left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.